Event description:
It was reported that this device was part of a system revision due to infection. There were no additional adverse patient effects reported. This device was explanted. It was reported that this ra lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
This supplemental report was created to correct the b5 event description. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device was part of a system revision due to infection. There were no additional adverse patient effects reported. This device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.